Event description:
It was reported that in the front horm res. Basel, karger, 2024, vol 55, pp 159¿181 published online on october 17, 2024, under artical name: role of endoscopic endonasal approach for gh-secreting tumors that our series is composed of 356 patients (57.6% females, mean age: 47 ± 12.7 years old): 118 (33.1%) micro-, 180 (50.6%) regular macro- and 58 (16.3%) irregular/ invasive pas/pitnets. Radical removal was achieved in 296 (83.1%) patients and biochemical control in 270 (75.8%) at 3 months follow-up. Better surgical results and higher hypersecretion remission rate were demonstrated for micro- and regular endo-/endosuprasellar pas/pitnets than for irregular ones (respectively p 0.001 and p 0.001). Higher complication and endocrinological function permanent worsening rates were observed in the group of tumors with a supradiaphragmatic extension. Surgical compliacations of post-operative csf leak was observed in 1 micro pas/ pitnets patients, 2 regular macro-pas/pitnets patients and 1irregular pas/pitnets patients. Epistaxis was observed in 1 regular macro- pas/ pitnets patients. Hematoma was observed in 1 irregular pas/pitnets patients. Mucocele was observed in 1 micropas/ pitnets patients. Transient di was observed in 4 micro pas/ pitnets patients, 3 regular macro-pas/pitnets patients and 1irregular pas/pitnets patients. Siadh was observed in 4 micro pas/ pitnets patients, 2 regular macro-pas/pitnets patients.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as there was not returned for evaluation. If the device returned in future, the device will be evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.